Manufacturer narrative:
The device was returned and the customer's allegations was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: due to a pinhole on a-rubber and a dent on insertion pipe, water tightness was lost, adhesive on bending section had a chip, various components had scratched, video connector cracked; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer¿s olympus sales representative reported, to olympus on behalf of the customer, that image was not displayed for endoeye flex deflectable videoscope. The issue occurred during a treatment procedure (lower laparoscopy), and completed with the same device without delay. There were no reports of patient or user harm associated with this event. .

Manufacturer narrative:
His report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images]. Check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23). 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.